Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, a defective remote dose connector was found. The dso seal and remote dose connector were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that there was a cassette detection problem. There was unknown patient involvement.